Event description:
Related manufacturer reference number: 2017865-2021-27300. Related manufacturer reference number: 2017865-2021-27301. It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. Explant of the device was successful. During procedure, the physician noticed insulation breaches on both the right ventricular and atrial lead. The physician suspected that the breaches were due to lead-can abrasion. All measurements were within normal limits. The physician used a repair kit to address the insulation breach. The patient was stable throughout the event.

Manufacturer narrative:
Analysis was normal. No anomalies were found.